Event description:
The customer contact reported inaccurate delivery. The device was returned to the biomedical department from a homecare pt with a note that stated, "amount sent did not match amount infused." At an unspecified time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, inaccurate delivery was reported. The customer contact could not specify if the device delivered more or less medication than expected. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.90ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The pump history was downloaded at the manufacturing site. The dates present in the history did not correlate with the customer's reported setting and events info. (B) (4)